Event description:
It was reported the programmer is very slow to boot up when powering on. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the long boot sequence; the programmer took 1 minute and 58 seconds to fully boot up. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose. Tab on power cord bay was broken and keyboard locking tab was loose. (B)(4).